Event description:
It was reported the customer was no longer using the system since early (B)(6). Customer stated the set comes off easily. Customer was also hospitalized for a week due to diabetic ketoacidosis. Customer's doctor informed customer to be off the system until he approved it. Call was lost. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.